Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scope communication error e315 due to water invasion in the scope connector. It was further observed that the scope connector was immersed and corroding. Additionally, the leakage check label was discolored. It was observed that the adhesive on the bending section cover was detached. It was also observed that the insertion tube was wrinkled. Lastly, it was observed that the angles were tight due to a stretch in the angle wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a noisy screen. The reported issue occurred during preparation of use for a laparoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. During evaluation of the returned device, scope communication error e315 was reported. This report is being submitted for the e315 error found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 2 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the quality data trending & analysis and monitoring was performed which, produced no new findings that would change the understanding of the event. The root cause of these events could not be determined however, based on the results of the investigation, it is likely that the following led to the malfunction: a) water invaded scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, error message was displayed. During the investigation the inspection confirmed error message (e315). Corrosion was observed at the scope connector interior due to water invasion of scope connector. After the scope connector was replaced, the device functioned normally. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. During a follow - up with the user facility, it was confirmed that: the intended procedure was a diagnostic enteroscopy. Olympus will continue to monitor the field performance of this device.